Event description:
During a service call an ortho-clinical field engineer observed the tubing was crimped. Crimped tubing has the potential to cause falsely elevated troponin I results to occur. Elevated troponin I results might initiate a cardiac catheterization. There was no report of pt harm as a result of this event.